Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is (B)(4).

Event description:
The hospital reported the unit stops during the expiratory phase increasing the patients airway pressure. There was no report of patient injury.